Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Brand name: (scs-extension); upn: m365sc3138550; model: sc-3138-55; serial: (B)(6). Brand name: (scs-extension); upn: m365sc3138550; model: sc-3138-55; serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief and underwent an explant procedure. The device will not be returned as it was disposed of by the medical facility. Additional information was received that the complete system was explanted and all the devices were disposed of. The patient was recovering postoperatively.

Event description:
It was reported that the patient experienced inadequate pain relief and underwent an explant procedure. The device will not be returned as it was disposed of by the medical facility.